Event description:
Detached inflation and irrigation ports. A nurse reported that the fms device was placed 4 to 5 days prior to the incident. On (B)(6) 2013, the nurse went to irrigate the port and found that the irrigation and inflation ports were missing. The nurse stated the ports appeared to be cut off but she was unable to confirm. The catheter was expelled from the end user without requiring the catheter be cut.

Manufacturer narrative:
The event was deemed a reportable malfunction because a detached irrigation/inflation port could lead to leakage of fecal matter from the device which can pose the risk of wound exposure (with resultant infection) to patients using the device. There was no trauma to mucosa per exam post device. The pt's clinical status was considered stable at the time of reporting. No additional info has been received.